Event description:
Additional information received identified the patient's scs ipg was explanted and replaced with a different model ipg. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's boyfriend reported the patient was without stimulation from her scs system. No communication could be established between the ipg and external devices as the patient had not used or charger her system in approximately a year. Surgical intervention is planned for a later date to address the issue.